Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. A damage pattern as in the present case indicates functional overload of the components due amputated left leg and medialized implantation of right prosthesis. According to the quality documentation review and the investigation results a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: patient fell while putting on her prosthesis (left: amputation of femur). Pain for some days before the fall. Luxation of link prosthesis right. After revision the right prosthesis luxated again.